Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that the patient encountered faulty pack of infusion sets that have jammed serter and the cannula was bent which caused pain during insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.